Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone plate lens, but the lens was removed within the same surgery due to the surgeon chaning his mind. The reporter stated the capsulorhexis was wider than the surgeon wanted for this type of lens. The lens was removed with no patient injury, no enlarged incision or sutures. A three-piece lens was implanted.